Event description:
This case was reported by a lawyer via a legal claim and described the occurrence of nerve damage in a female pt who used poligrip as a denture adhesive. A physician or other health care professional has not verified this report. On an unk date, the pt began using poligrip. According to the claim, the pt alleged "personal injuries, including neurological damages due to her ingestion of poligrip." At the time of reporting, the outcome of the events was unk. Medical records received (B)(6) 2010: on (B)(6) 2006, the (B)(6) pt was seen by a neurologist with numbness and shooting pain in the feet , legs, and fingers since (B)(6) 2005. Brain MRI was negative demyelinating disease. The neurologist felt this was consistent with a peripheral neuropathy and started neurontin. A nerve conduction study in (B)(6) 2006 was normal. At neurology f/u on (B)(6) 2007, it was noted the symptoms had progressed in a stocking distribution stopping just above the knees and involved both hands on the dorsal and ventral surfaces. The pt also had difficulty walking described as feeling like "walking on wooden stumps." Vitamin b12, methylmalonic acid, and ani-hu antibody were normal. Copper level was found to be less than 200 mcg/l (normal 480 to 1800), and she had been started on copper supplementation. The pt continued to have no improvement while on copper supplementation at visits on (B)(6) 2007. There had been no progression of symptoms since that time, but little if any improvement. On (B)(6) 2010, the pt was seen for copper deficiency induced myelopathy with leg weakness and gait instability. It was reported that she had been extensively evaluated in 2007 and advised lifelong copper supplementation, although the pt no longer took this. By f/u on (B)(6) 2010, the pt had restarted copper supplementation and continued to have leg pain. She was prescribed use of a walker on (B)(6) 2010.

Manufacturer narrative:
This case was now considered medically significant by gsk. Poligrip is mfg in (B)(4), and neither the product nor lot number for this product was available. (B)(4).